Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and found that fog free function was not working. Dents and scratches were also identified on the sheath tube. Damage (cracks & scratches) identified on the video plug of the cable. A review of the device history record was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. A specific root cause could not be determined. Based on the results of investigation, it was determined it was likely cause was the following: unacceptable tension in the area of the camera cable unit with holder assembly due to use of an adhesive which is not adapted to the load/temperature collective and to an insufficiently formed adhesive layer camera holder to bumper sleeve. Unacceptable tension in the area of the camera cable unit with holder assembly due to asymmetrical alignment of the spring to camera holder before the bumper sleeve is joined. Pre-existing damage to the holder assembly due to using a suboptimal adhesive device. The handling of the camera cable unit plug at the customer may have contributed to the failure. The instructions for use has no specific indication that the camera cable unit plug is a sensitive electronic component and must be handled with particular care. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned, and is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, during the middle of the therapeutic procedure using the video telescope endoeye hd ii, there was a small white dot noted on the visual field, the anti-fog function was not working and colors were changing pink and green images. There was an error message that occurred. The procedure was prolonged for over an hour as a result of the issue while the patient was under anesthesia. The procedure was not completed, and a stone basketing was used instead. There was no additional intervention required and no reported patient harm.